Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was peeing every hour on the hour at night and that they were fine during the day. Patient was implanted for urinary retention and was on program 3 at 0.5v. Patient was to increase to program 3 at 0.7v and if that did not work they would turn it down to program 3 at 0.4v. No further complications were reported.